Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation a faradrive was selected for use. During procedure, after inserting the sheath, the dilator was removed. During backflushing, air was observed continuously. Suspecting damage to the haemostatic valve. The faradrive sheath was replaced, and the procedure was completed without patient complications.